Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on radius side assessed as surgical impact opening. (Shell thickness within specification). Additional observations: observed stress marks and non-penetrating nicks. No further actions are required as the device was implanted.

Event description:
Patient reported right side rupture confirmed with a mammogram and ultrasound. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, e.3, h.6.

Event description:
Patient reported right side rupture. Confirmed with a mammogram and ultrasound. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.